Event description:
The reporter stated that she obtained the blood glucose result of 39mg/dl on accu-chek aviva system 1 (lot# 300792) in comparison to the blood glucose result of 86mg/dl on accu-chek aviva system 2 (lot # 300830). The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.

Manufacturer narrative:
This medwatch is for suspect device accu-chek aviva system 1. Reference medwatch is for suspect device accu-chek aviva sys 2.